Event description:
It was reported that the ilet user changed the infusion set and filled a full insulin cartridge with the red plunger confirmed at the bottom, then disconnected from the pump overnight to charge while experiencing high glucose. The pump attempted multiple correction doses during this period, which led to the cartridge running low when the user reconnected in the morning. Symptoms included hyperglycemia peaking at 326 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem related to disconnecting from the ilet for a prolonged period of time. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.